Manufacturer narrative:
The device was returned for evaluation. Customer reported that the mlx lightsource emits a smoke smell after device was returned from previous repair. The fans are confirmed to be fully operational per work instruction. A visual inspection of the returned mlx light source found customer applied labels and no external visible, physical damage. Note that the wolf-port was burnt around the rim. The unit was powered "on" and ran for 1/2 hour. A burning smell was emitted. The lamp housing was bowed from excessive heat. Inspection found the fan behind the lamp was not functioning and the fan cable connector was not properly seated in the control board, causing the fan to be non-functional. This condition resulted in the lamp overheating and a burning smell was emitted. Complaint was confirmed from the evaluation. User error; tampering evident. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported that on (B)(6) 2019, the 00mlx mlx 300w xenon lightsource smelled like smoke during the inspection/testing of the device. Additional information received on 15apr2019 stated that there was no fire observed. There was no patient contact and the patient was not prepped for surgery. The device was not used in a surgery and no surgical delay was reported. The action that was taken after the product problem occurred was that the device was powered down and the unit was unplugged from the ac power. No patient injury reported.